Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer has experienced hyperglycemia for a few days and believes the infusion device is not delivering insulin properly. Further, the piston rod pushed all insulin out during a cartridge change because the infusion device did not recognize the location of the plunger, and insulin leaked from the adapter. No adverse event was reported. The alleged product was requested for evaluation.